Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, the endoeye flex deflectable videoscope video image no longer displayed. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4 the device was returned to olympus for inspection and the reported failure of poor video image quality was not confirmed. Based on the results of the investigation, a probable cause of the malfunction could not be determined as the malfunction was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.